Manufacturer narrative:
Product analysis found out that the clamps are too loose. It's difficult to place and remove the incrementing probe connector. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device with no information. There was no patient impact.